Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl, clonidine, baclofen, dilaudid, and marcaine via an implantable for spinal pain. The patient reported they woke up from a catheter revision surgery almost two years earlier with burning pain in their legs. Please refer to MFR report number 3004209178-2018-03840 regarding this catheter revision. The patient described the burning pain as excruciating. The patient reported they could not stop it. The patient stated they were in the hospital on a high dose of ketamine for 200 days. The patient indicated they raised the dose "super high" and it still did not kill the pain. The patient stated currently, as of (B)(6) 2019, when they get a bolus it "just gets him by." If the patient cannot get the bolus they will be screaming, in excruciating pain. The patient stated they just got out of the hospital a couple days earlier and they got off ketamine. The patient stated their boluses were working, "not great," but working. The patient was getting by with a bolus every four hours, six boluses a day. The patient stated they had to receive a bolus or the pain was so excruciating. The patient stated lately they have been having a lot of pain. The patient reported their healthcare provider was going to be replacing their pump and catheter in two weeks, but it had been working fine lately. However, sometimes they did not feel like they were getting a full dose, and sometimes they did. It was reported this issue began almost two years earlier. No further complications were reported or anticipated.